Manufacturer narrative:
A synergy ous mr 2.75 x 20mm stent delivery system, was returned for analysis. The stent was not returned. The balloon cones were reviewed, and the balloon cones were noted to be in a deflated state with crimp markings visible. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 10.4cm distal to distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17feb2021. It was reported that shaft kink occurred. The target lesion was located in the mid left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment but the proximal end of the delivery shaft became kinked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent detachment.